Event description:
The 'cut' function was already activated and could not be turned off when the conmed bovie was plugged in.

Manufacturer narrative:
Conmed electrosurgery received the device in question and subjected it to an electrosurgery unit interface test, which simulates actual use. The returned hand piece passed and would not activate on its own. The reported malfunction could not be reproduced.